Event description:
Severe hypoglycemic reaction (hypoglycemia). Case description: this adverse event was re-classified from not reportable to reportable due to follow-up information in april 2001. A diabetes nurse specialist reported that pt suffered a severe hypoglycemic reaction, which was related to the lunch time dose of actrapid, and is convinced the patient received far too much insulin as the device broke. The patient started using innovo in 2000 and stopped 2001. After product was withdrawn the symptoms resolved. The treatment was not re-introduced and the reaction did not re-occur. Previously the patient has had serious problems with severe hypolycemia.

Event description:
Severe hypoglycemic reaction (hypoglycemia). Case description: this adverse event was re-classified from not reportable to reportable due to follow-up information in april 2001. A diabetes nurse specialist reported that pt suffered a severe hypoglycemic reaction, which was related to the lunch time dose of actrapid, and is convinced the patient received far too much insulin as the device broke. The patient started using innovo in 2000 and stopped 2001. After product was withdrawn the symptoms resolved. The treatment was not re-introduced and the reaction did not re-occur. Previously the patient has had serious problems with severe hypolycemia. Further info has been requested.